Event description:
It was reported that pump battery depleted faster than normal. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up and no additional troubleshooting or corrective actions were documented.